Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the er320 clips could not be placed. The instrument does not close the jaws and that is the reason the clips could not be placed around the cystic duct. Another instrument was used to complete the case. There was no consequence to the pt.